Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. The target lesion was located in the iliac artery. This 7.0x20x75cm express (r) ld iliac / biliary stent delivery system was selected and advanced on the unknown guide wire. It was noticed that the stent was coming off the delivery system. The device did not enter the patient. The procedure was completed with another express ld iliac / biliary stent device. There were no patient complications.